Event description:
The customer alleges that the universal column overflowed with water and the water went up into the circuit. No patient harm reported. Note: the rt found that the heated wires were not connected and the rt is not sure if they could have become disconnected when being removed from the patient's room.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The complaint alleges the code 382-50, but according to DHR the code of the lot in question is ip-5054ns. The device history record of batch number 74j1402858 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The product was built on oct. 1-4, 2014. Visual and functional sheet inspections were reviewed and there is no indication of visual or functional failures. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device product is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated.